Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that there was a touchscreen failure after testing the device. An authorized service provider (asp) engineer confirmed the reported issue and provided a quotation to the customer. Per good faith effort (gfe) response received (B)(6) 2023, the customer declined service and repair, and the device was ultimately repaired by a third-party vendor-- no additional details regarding the reported issue and resolution are available, but the asp verified that the device was repaired, successfully passed performance specification testing, and was returned to service. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was a touch fault. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that there was a touchscreen error.